Manufacturer narrative:
The product was returned on 2024-11-28. The investigation of the product was completed on 2025-02-12:. The information provided by the customer regarding a bent shaft can be confirmed. The shaft is clearly bent. Despite the bent shaft, no rod lens breakage can be detected. Furthermore, during the inspection, a foreign marking was found on the base housing and on the shaft, residues of an unknown sealant (adhesive, kit) are visible at the connection point between the eyepiece bar and the base housing, which in turn indicates a third-party repair not authorized by karl storz. Due to the foreign repair, the imaging of the optics mentioned is defective and shows a clear blurring as well as penetrated moisture and foreign particles in the rod lens system. There is also a displaced lens cartridge, which can also be attributed to the third-party repair. The shaft and the optics were subjected to an increased bending force, which exceeded the normal load capacity of both items and thus led to the failure of the components. In addition, the failure and the clearly recognizable surface corrosion were facilitated by the improperly carried out repair by a third-party supplier. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was bent while in use, no adverse results on the patient and the procedure was not delayed. On (B)(6) 2024 we got new information regarding the reported incident. The procedure was aborted and rescheduled due to the bent scope.

Manufacturer narrative:
The device in question was returned to the manufacturer on novemeber 28,2024. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).